Event description:
As reported, approximately 3 years post the initial left total shoulder arthroplasty, the patient was revised due to poly disassociation. The patient was revised to competitor devices. There were parts/fragments that were removed from the patient. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: equinoxe humeral stem primary press fit 12mm (cat# 300-01-12 / serial# (B)(6), equinoxe reverse 46mm glenosphere (cat# 320-01-46 / serial# (B)(6), eq rev glenoid plate (cat# 320-15-01 / serial# (B)(6), eq rev locking screw (cat#320-15-05 / serial# (B)(6), eq reverse torque defining screw kit (cat# 320-20-00 / serial# (B)(6), eq rev compress screw lck cap kit, 4.5 x 42mm (cat# 320-20-42 / serial# (B)(6), eq rev compress screw lck cap kit, 4.5 x 46mm (cat# 320-20-46 / serial# (B)(6), eq rev compress screw lck cap kit, 4.5 x 46mm (cat# 320-20-46 / serial# (B)(6), equinoxe reverse shoulder drill kit (cat# 321-20-00 / serial# (B)(6). No device was returned for evaluation; the reported event was confirmed by review of photographs of the device. The review identified that the explanted liner appears severely worn, which was likely t he result of floating free in the joint space. The black discoloration appears consistent with metal debris particles becoming embedded in the polyethylene likely due to metal-on-metal contact between the glenosphere and humeral tray after the disassociation occurred, which can be seen on the radiograph. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from incomplete seating of the liner during implantation, bone impingement, patient-related conditions, an unreported post traumatic event, or any combination of these possibilities, which led to humeral liner disassociation. However, this cannot be confirmed as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.